Event description:
Procedure: lobectomy. According to the reporter: the device felt stiff while roticulating. The device was roticulated several times and then the tip of the shaft broke. Another device was used to complete the case.

Manufacturer narrative:
(B)(4).